Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided guidance on resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurs.